Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 24-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was not helping the pain in her lower back. The patient stated if she turned up stimulation it caused more pain on both sides of the lower back but mostly on the side with the implant. The patient explained it didn¿t radiate down her legs for sciatica and she couldn¿t get up or down, walk the dog or cook for herself because of the pain. The patient noted they think the wires have displaced or something and was scheduled for surgery on (B)(6) 2020. The patient wasn¿t sure what was going to be done during the surgery, but didn¿t think they would be taking out the device and mentioned something about peripheral but didn¿t know what that meant. The patient was directed to follow-up with their healthcare provider to discuss the surgery.

Manufacturer narrative:
Continuation of d11: product ID :39565-65, serial# (B)(6), implanted: (B)(6) 2015, product type: lead; product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their ins caused a pinched nerve that they noticed in may. They also mentioned that the ins has not been holding a charge since june. The patient stated that they got a new ins from a different manufacture, and they will also be getting new leads implanted on the 31st. They noted that the ins will be removed.